Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she is having difficulty seeing in low light. She is unhappy with her lenses, stating she cannot read in dim light and is having difficulty driving at night. The consumer also reported she has been started on medication to treat low tension glaucoma since her surgery. Additional information has been requested. There are two medical reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; this device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/01/2009, 05/05/2009, 05/06/2009, and 05/11/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report is mailed to FDA on: 05/22/2009.